Event description:
It was reported that the external pulse generator (epg) flashed when it was powered up and showed a strange graphic. The epg would then turn itself off. The epg will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that it would not power on completely and that the display showed strange graphics. Analysis did find that the upper case was broken and contaminated, that the lower case, lead flex cover, output connectors, liquid crystal display, main printed circuit board, battery flex, heart lead flex and keyboard pad were contaminated, the battery contacts were compressed and the encoder flex was defective, it had a crimped flex. It was noted that due to extensive damate the generator was being returned to the customer unrepaired. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.